Event description:
The plaintiff's attorney alleged that the decedent experienced an unspecified injury and subsequent death on an unk date after use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs #1225714-2014-01234 and 1225714-2014-01235.